Manufacturer narrative:
On 15-jul-2020, mentor received additional information about the event: - it was initially reported that patient had developed capsular contracture with unknown baker grade in her right breast. New information received states that patient developed baker grade iii capsular contracture in both of her breasts. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. - the patient underwent bilateral explantation and replacement with unspecified mentor saline breast prostheses on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-apr-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. In addition, the patient suffered from right breast nipple discharge. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.